Manufacturer narrative:
This report is submitted on april 01, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to patient experiencing a performance decrement subsequent to an acoustic neuroma surgery (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 28, 2024.